Event description:
It was reported that this right ventricular (rv) lead was dislodged. It was confirmed during a lead revision. The lead was successfully repositioned. No additional adverse patient effects were reported.